Manufacturer narrative:
Additional information was requested and the following was obtained: the doctor reported that he used the suture to fix membrane into periosteum and he noted not being able to grab the needle through the thick tissue. The surgeon noted that he pulled suture back and the needle remained in the buccal mucosa tissue. X-rays were performed to identify the needle location. The surgeon advised that another surgery was already scheduled to do something with the implant (second surgery unrelated to the lost needle but is a planned and elective procedure) and at that time he would make an informed decision. The patient is doing fine with no symptoms regarding the lost needle.

Manufacturer narrative:
The actual sample was returned for evaluation. Visual examination revealed the end of the suture is severely cut /damaged, resulting in needle pull off and since the needle was not returned for evaluation unable to determine the possible cause. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Representative samples were returned for evaluation. Visual and functional examinations were performed and samples met all requirements and specifications. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a dental regenerative procedure/alveolar bone augmentation on (B)(6) 2015 and suture was used. During the procedure, the thread was held with castroviejo needle holder and separated from the needle in an attempt to pull back the needle. The surgeon could not retrieve the needle and the needle is still in the tissue/buccal mucosa. Another like device was used to complete the procedure. The doctor opines that if the needle will not be removed, they cannot predict a consequence. The doctor plans to return the patient to surgery to remove the needle piece, approximately in three months.